Event description:
It was reported the insulin pump alarmed multiple unexpected restarts per day. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for an unexpected restart after a battery change due to a broken solder joint on the interface board. Moisture damage was also noted on the display, mother board and motor assembly. A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.